Manufacturer narrative:
The subject device was not returned for device investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the subject device fluctuates image. The event was found during set up. There were no reports of patient involvement.